Event description:
The healthcare professional reported that during functional endoscopic sinus surgery (fess), the trudi navigation system displayed inaccuracy of 4mm with all navigated instruments connected: two trudi suction devices, trudi shaver and a trudi curette. They were displayed in the skull base and in the orbit when they were not in those areas. There were no errors displayed on the system. The patient was re-registered three times throughout the procedure. There was no patient injury. The issue was unresolved for the case which was completed at the time of the call. The product code and lot numbers for the involved devices are not available. Additional event information received on 19-feb-2025 indicated that the customer confirm accuracy using the registration probe after registration process was completed. The customer confirmed accuracy known landmarks in endoscopic visualization inside the nasal cavity. Inaccuracy with the acclarent (acr) instruments were determined through performing fess. Inaccuracy was noticed as soon as testing endoscopically. Accuracy was validated using both the registration probe and through instrumentation. Computer tomography (CT) image was used as the primary image. There were no noticeable defects to the CT scanned image. The surgeon performed the registration, has been in serviced and has performed ¿many¿ registrations. The event has occurred with many patients. The patient tracker nor the patient tracker cable was moved under tension in relation to this event. The emitter pad was not moved and no other device¿s shaft was in proximity to an emitter pad¿s transmitter. The suction devices had been reprocessed once. When the inaccuracy issue presented, the bar color below the suction icon on the trudi system was green. The device was plugged after registration. For the inaccuracy with shaver blade, the bar color below the suction icon on the trudi system was green. The device was plugged after registration. A white dingle was used when the issue occurred. For the inaccuracy with the curette, the bar color below the suction icon on the trudi system was green. The device was plugged after registration.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is pgw/erl. Section d.4: the product catalog and lot number is not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.